Event description:
It is reported that the nail broke.

Manufacturer narrative:
The manufacturer did not yet receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. There is no indication for a product failure. With the information given so far, no further investigation is possible. The root cause for this event cannot be identified. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).